Manufacturer narrative:
This device is not approved for sale in USA but a similar device with catalogue# 1553201035, upn (B)(4) and 510k# k113174 is approved for sale in USA. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis, degenerative scoliosis. Procedure: oblique lumbar interbody fusion (olif), posterior fusion, transforaminal lumbar interbody fusion(tlif). Levels implanted: l2/3/4/5: olif-l5/s it was reported that on an unknown date, post-op, rod was broken at l3/4. Pseudoarthrosis was observed. Patient underwent revision surgery in which connectors and rods were added for refixation.